Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken/damaged power switch could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The subject device (evis exera iii xenon light source) is an olympus rental asset that was returned with no complaint. There was no report of patient involvement or harm. During incoming inspection, it was determined the power switch was broken. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to evaluation, the front panel was broken. The top cover was dented. The chassis was scratched. The heat spacer was discolored. The rear panel was bent. The scope socket had an air leak. The lamp life had 300 or more hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.